Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation reviewed the last calibration performed on 19-aug-2024 and the results were within specifications. The investigation reviewed the alarm trace and no issues were noted. The field service engineer inspected the module and determined the compromised fluidics flow path had caused the event. He then replaced the solenoid valves, dilution nozzle, sipper and sipper tubing. He performed ion-selective electrode (ise) checks and precision checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The qc was running low which prompted the rerun of the patient samples on another module. The reporter was able to provide one example of discrepant results: the initial na result from the module was 128 mmol/l. The repeat result from another module was 139 mmol/l.